Event description:
It was reported that, while the patient had been admitted to the hospital for ventricular tachycardia (vt) and volume overload on (B)(6) 2022, the patient had intermittent low flow alarms on (B)(6) 2022. A echocardiogram was performed and it was discovered that they had worsening right ventricular (rv) dysfunction, aortic insufficiency (ai), mitrial regurgitation (mr), and tricuspid regurgitation (tr). The patient's left ventricular end diastolic diameter (lvedd) was 9.5cm. They were started on milrinone (primacor) and heparin (porcine) ivs. The pump speed was increased from 11,000rpm to 11,600rpm. The low flow alarms resolved. Milrinone was changed to dobutamine on (B)(6) 2022. A computed tomography angiography (cta) was performed to assess the outflow graft. Result remain pending. A review of the log files revealed low flow and low power alarms. The average pulsatility index (pi) had low readings. Additional information revealed that the patient had elevated lactate dehydrogenase (ldh) levels with a max of 329. Of note, the cta found the outflow graft to not be obstructed; the inflow cannula was up against the lateral wall but didn't appear to have suction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure, cardiac arrhythmia, regurgitation, and elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Evaluation of the submitted log file confirmed the reported low flow events. The submitted log file captured transient low flow events were captured throughout the file. No other atypical events were captured. The pump appeared to function as intended and no other unusual alarms or events were captured. The pump operated at the set speed for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure, cardiac arrhythmia, and hemolysis as adverse events that may be associated with the use of the hmii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 05feb2019. No further information was provided. The manufacturer is closing the file on this event.